Event description:
It was reported that multiple of the same altitude alarms occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 341 mg/dl. Reportedly, the customer cleaned the speaker holes and cleared the alarm however the altitude alarm recurred. The customer continued to use the pump for insulin therapy.